Event description:
Customer reported they lost monitoring and were unable to get it back for the rest of the day. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.